Manufacturer narrative:
Eval: as described in the previous MDR submission and first follow-up, this deficiency was introduced to bcms with the installation of release 01.02.00 on 3/15/92. A manual process was introduced to temporarily fix the problem until the software could be fixed. Bis approved the bcms consortia request to fix the software problem associated with this MDR report on 10/10/97. The fix was implemented in bcms version 03.13.00. Regional implementation activity for bcms 03.13.00 is as follows: 1. The new england region implemented the release on 10/15/97. 2. The southeast region implemented the release on 2/2/98. 3. The carolinas region implemented the release on 12/27/97.

Event description:
Under certain conditions, a software deficiency in the blood center management system (bcms) allows labeling and release of units (blood components) from donors with a temporary deferral status. This deficiency does not affect the donor deferral registry (ddr). For temporary deferrals entered into the donor card registration (dcr), the system posts a local temporary deferral status of "t" and removal date in the donor record. If a donor has a health history deferral with an expired removal date and a subsequent health history deferral is entered into the system, the dcr program will remove the temporary deferral status from the donor record and will not post it to the current health history deferral record. At this point, subsequent donations that otherwise would have been labeled biohazardous can be labeled and released.